Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, an led lamp is different from a xenon lamp in that it is connected with a fiber scope, so it is presumed that the light control setting was not switched from auto to manual when the fiber scope was used, resulting in insufficient brightness and no lamp illumination. The following precaution is described in the device's instructions for use: "when using a fiber endoscope or a rigid endoscope without a video converter or camera head, set the brightness mode to "manu". Setting it to "auto" does not enable the automatic brightness adjustment, and the brightness may not be adequate."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The led module and illumination were verified to function as intended.

Event description:
Olympus was informed of a report that the main lamp did not light. The problem, as reported to olympus, was found on preparation for use. The intended procedure was a diagnostic laryngoscopy. The procedure was completed after a delay of unspecified duration using another device.